Event description:
The concentrator is getting hot.independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not switching. Associated malfunction for this device: power switch short circuited.